Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed or replicated. Physical inspection showed that the primary set was received damaged and was broken at the upper fitment into 2 separate segments. The pcu event log contained no obvious programming errors that would result in the reported event. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Functional testing showed no anomalies. Functional testing of the primary set (model 2426-0500) was not performed due to the set was received damaged. The set was broken at the upper fitment into 2 separate segments. The damaged disposable set (model 2426-0007) was evaluated for concentricity and was found to be within specification. The root cause of the report of an overinfusion was not identified.

Event description:
It was reported that the device infusing ceftriaxone 1 g/50ml was completed in 15-20 minutes instead of the intended and programmed 30 minutes. The patient told the nurse that the pump beeped right after she left the room. The nurse noted that the pump volume she set was at 45 ml so there should have been 5 ml remaining in the line. When she looked at the line, the air had gone through to the bottom of the pump channel. Patient¿s vitals were monitored and were stable. There was no patient harm or medical intervention.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed or replicated. Physical inspection showed that the primary set was received damaged and was broken at the upper fitment into 2 separate segments. The pcu event log contained no obvious programming errors that would result in the reported event. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Functional testing showed no anomalies. Functional testing of the primary set (model 2426-0500) was not performed due to the set was received damaged. The set was broken at the upper fitment into 2 separate segments. The damaged disposable set (model 2426-0007) was evaluated for concentricity and was found to be within specification. The root cause of the report of an overinfusion was not identified.

Event description:
It was reported that the device infusing ceftriaxone 1 g/50ml was completed in 15-20 minutes instead of the intended and programmed 30 minutes. The patient told the nurse that the pump beeped right after she left the room. The nurse noted that the pump volume she set was at 45 ml so there should have been 5 ml remaining in the line. When she looked at the line, the air had gone through to the bottom of the pump channel. Patient¿s vitals were monitored and were stable. There was no patient harm or medical intervention.

Manufacturer narrative:
Concomitant medical products: 50 ml braun bag, lot#: h8p835, exp: 11/20, ceftriaxone injection + dextrose injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device infusing ceftriaxone 1 g/50 ml was completed in 15-20 minutes instead of the intended and programmed 30 minutes. The patient told the nurse that the pump beeped right after she left the room. The nurse noted that the pump volume she set was at 45 ml so there should have been 5 ml remaining in the line. When she looked at the line, the air had gone through to the bottom of the pump channel. Patient¿s vitals were monitored and were stable.